Event description:
The affiliate reported that a customer's microsurge detacha tip handle forcep was stiff to operate after repeated sterilization in the sterrad nx. The issue was noted before use.

Manufacturer narrative:
Other, damaged device - conclusion: other - the reported issue has been documented into asp's complaint system for tracking and trending purposes. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date info related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. In 2007, a CAPA was initiated and customer letters, were sent to all sterrad systems users to directly contact the device manufacturer regarding material compatibility and functional performance questions of the device with the sterrad systems.